Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), it was found the cartridge was cracked circumferentially starting at the distal end of the tip. Additional information was requested.